Manufacturer narrative:
The impella device was discarded from the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed.

Event description:
Clinical review/rationale: the impella cp was placed via the femoral access to support the 56 year old male patient admitted in with acute myocardial infarction and cardiogenic shock. No underlying cardiac or systemic history were shared. On the day of implant the patient also had a foley catheter placed, and with it the urine was noted to be pink tinged. The hematuria was not confirmed to be hemolysis yet by any labs shared with abiomed team. The pump remained on for support despite the urine color change and the hematuria did clear and the pump was explanted after patient support no longer necessary. Hemolysis is a known risk associated with impella support as described in the instructions for use and may be influenced by patient-specific factors such as underlying cardiac dysfunction and hemodynamic conditions.

Manufacturer narrative:
D1 revised brand name since the initial report was submitted. The investigation was completed and h6 codes were updated. Investigation summary: ppae (hematuria): the cause of the injury was not determined due to insufficient clinical details.